Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding which lead to anemia") and haemorrhagic anaemia ("excessive and abnormal bleeding which lead to anemia") in a 36-year-old female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubes were not occluded on hsg/ failure to occlude (close) fallopian tube(s)" in november 2008. The patient's concurrent conditions included gerd, neck strain, asthma, depression, anxiety, eczema, chest tightness, anemia, hemorrhoids, weight gain, tendonitis, itching, hives, premenstrual dysphoric disorder, hemorrhoidal bleeding, rectal bleeding, mood disorder nos, allergic rhinitis and migraine headache. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2008, the patient experienced abdominal pain lower ("pain/lower abdomen pain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and adnexa uteri pain ("pain/ovarian pain"). The patient was treated with ibuprofen, sucralfate, lisdexamfetamine mesilate (vyvanse), cyclobenzaprine hydrochloride (flexeril), bupropion (wellbutrin), sertraline (zoloft), omeprazole and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, haemorrhagic anaemia, vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, abdominal pain lower and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion procedure performed without complication and patient tolerated the procedure well. Diagnostic results: on (B)(6) 2009, procedure: diagnostic laparoscopy with bilateral tubal fulguration. Indication: patient who august of last year had an essure apparatus placed. Her 3-month follow up just showed bilateral tubal flow, so the location of the essure apparatus was not seen. Findings: there did appear to be apparatus at both cornual regions. Pictures were taken after assessing the pelvic anatomy and findings that the essure apparatus was not intraabdominal, the fallopian tube was grasped in 4 separate areas, there was complete desiccation and both tubes were coagulated in 4 separate areas. Admitting diagnosis: malposition of essure device. On (B)(6) 2012, radiology report: reason for exam: heavy bleeding. Impression: unremarkable pelvic ultrasound. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. New events: vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, abdominal pain lower, adnexa uteri pain were added. Reporter, patient demographic information updated. Product batch number added. On (B)(6) 2018: processed with follow up number 2. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding which lead to anemia") and haemorrhagic anaemia ("excessive and abnormal bleeding which lead to anemia") in a 36-year-old female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubes were not occluded on hsg/ failure to occlude (close) fallopian tube(s)" in (B)(6) 2008. The patient's concurrent conditions included gerd, neck strain, asthma, depression, anxiety, eczema, chest tightness, anemia, hemorrhoids, weight gain, tendonitis, itching, hives, premenstrual dysphoric disorder, hemorrhoidal bleeding, rectal bleeding, mood disorder nos, allergic rhinitis and migraine headache. In (B)(6) 2008, the patient experienced abdominal pain lower ("pain/lower abdomen pain/cramping"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction") and adnexa uteri pain ("pain/ovarian pain"). The patient was treated with ibuprofen, sucralfate, lisdexamfetamine mesilate (vyvanse), cyclobenzaprine hydrochloride (flexeril), bupropion (wellbutrin), sertraline (zoloft), omeprazole and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal pain lower and adnexa uteri pain had resolved and the haemorrhagic anaemia and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion procedure performed without complication and patient tolerated the procedure well. Diagnostic results: on (B)(6) 2009, procedure: diagnostic laparoscopy with bilateral tubal fulguration. Indication: patient who august of last year had an essure apparatus placed. Her 3-month follow up just showed bilateral tubal flow, so the location of the essure apparatus was not seen. Findings: there did appear to be apparatus at both cornual regions. Pictures were taken after assessing the pelvic anatomy and findings that the essure apparatus was not intraabdominal, the fallopian tube was grasped in 4 separate areas, there was complete desiccation and both tubes were coagulated in 4 separate areas. Admitting diagnosis: malposition of essure device. On (B)(6) 2012, radiology report: reason for exam: heavy bleeding. Impression: unremarkable pelvic ultrasound. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Reporter information updated. Events outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding which lead to anemia") and haemorrhagic anaemia ("excessive and abnormal bleeding which lead to anemia") in a 36-year-old female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubes were not occluded on hsg/ failure to occlude (close) fallopian tube(s)" in november 2008. The patient's concurrent conditions included gerd, neck strain, asthma, depression, anxiety, eczema, chest tightness, anemia, hemorrhoids, weight gain, tendonitis, itching, hives, premenstrual dysphoric disorder, hemorrhoidal bleeding, rectal bleeding, mood disorder nos, allergic rhinitis and migraine headache. In august 2008, the patient experienced abdominal pain lower ("pain/lower abdomen pain/cramping"). On (B)(6) 2008, the patient had essure inserted. In september 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In january 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction") and adnexa uteri pain ("pain/ovarian pain"). The patient was treated with ibuprofen, sucralfate, lisdexamfetamine mesilate (vyvanse), cyclobenzaprine hydrochloride (flexeril), bupropion (wellbutrin), sertraline (zoloft), omeprazole and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal pain lower and adnexa uteri pain had resolved and the haemorrhagic anaemia and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion procedure performed without complication and patient tolerated the procedure well. Diagnostic results: on (B)(6) 2009, procedure: diagnostic laparoscopy with bilateral tubal fulguration. Indication: patient who august of last year had an essure apparatus placed. Her 3-month follow up just showed bilateral tubal flow, so the location of the essure apparatus was not seen. Findings: there did appear to be apparatus at both cornual regions. Pictures were taken after assessing the pelvic anatomy and findings that the essure apparatus was not intraabdominal, the fallopian tube was grasped in 4 separate areas, there was complete desiccation and both tubes were coagulated in 4 separate areas. Admitting diagnosis: malposition of essure device. On (B)(6) 2012, radiology report: reason for exam: heavy bleeding. Impression: unremarkable pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding which lead to anemia") and haemorrhagic anaemia ("excessive and abnormal bleeding which lead to anemia") in a female patient who had essure inserted for contraception. Other product or product use issues identified: device ineffective "tubes were not occluded on hsg". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and haemorrhagic anaemia (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy in jun-2014). Essure was removed in june 2014. At the time of the report, the pelvic pain, genital haemorrhage and haemorrhagic anaemia outcome was unknown. The reporter considered genital haemorrhage, haemorrhagic anaemia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2009 consumer underwent a tubal ligation, but the essure devices were not removed. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-apr-2017: quality-safety evaluation of product technical complaint: company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive and abnormal bleeding which lead to anemia. Pelvic pain and genital hemorrhage are anticipated in the reference safety information for essure while hemorrhagic anemia is unanticipated. Essure coils were removed approximately 6 years after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. As the event hemorrhagic anemia is considered as complication of the event genital bleeding, it was also assessed as related to essure use. This case was regarded as incident since intervention was required (partial hysterectomy). Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
(B)(4) this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage and haemorrhagic anaemia ("excessive and abnormal bleeding which lead to anemia") in a female patient who received essure for contraception. Other product or product use issues identified: device ineffective "tubes were not occluded on hsg." On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and haemorrhagic anaemia (seriousness criterion medically significant). The patient was treated with partial hysterectomy in (B)(6) 2014. Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage and haemorrhagic anaemia outcome was unknown. The reporter considered pelvic pain, genital haemorrhage and haemorrhagic anaemia to be related to essure. The reporter commented: on (B)(6) 2009 consumer underwent a tubal ligation, but the essure devices were not removed. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive and abnormal bleeding which lead to anemia. Pelvic pain and genital hemorrhage are anticipated in the reference safety information for essure while hemorrhagic anemia is unanticipated. Essure coils were removed approximately 6 years after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. As the event hemorrhagic anemia is considered as complication of the event genital bleeding, it was also assessed as related to essure use. This case was regarded as incident since intervention was required (partial hysterectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.